Event description:
It was reported that bd the following information was provided by the initial reporter:

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Correction of medical device catalog # from "mz1000" to "mz1000 china" investigation result: a mz1000 china product was not available for investigation of (B)(4); the lot number provided by the customer was incorrect. The feedback provided by the customer states that, "the connector leaked, was replaced, and after pre-flushing again, it still leaked and was retained." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.